Manufacturer narrative:
Additional information received on 27 june 2019 indicating that there was no patient involvement in the reported event. Device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection found the pump to be in good physical condition with scratched screen. The review of device history log identified no evidence. The pump was tested 3 times and it passed all tests within specification. Customer stated issue could not be duplicated and was not confirmed. Problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "high pressure alarm". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.